Event description:
Reporter alleged obtaining a discrepant blood glucose result of 113 mg/dl back to back with a result of 54 mg/dl on the aviva system, when testing was performed less than 10 minutes apart. Reporter alleged at another time her husband found her when she was unconscious and unresponsive and obtained a result of hi (greater than 600 mg/dl) on her using the same aviva system. Reporter stated that he called the paramedics and within 30 minutes they obtained a lo (less than 10 mg/dl) on their system. Reporter stated that they treated her with a glucose injection, an IV, took her to the hospital where she stayed a few hours and was treated with an IV. Reporter stated, after she was released, she obtained a reading in the 50-59 mg/dl range on her device and self-treated. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she no longer has the strips used and so no product will be returned for eval.